Event description:
Revision surgery at 9 days after the primary due to glenoid baseplate malpositioning (too superior) causing laxity in the glenoid construct and risk of scapula notching. Medacta system successfully revised to competitor's. During the primary surgery, the inferior glenoid bone was reported as softer, so the surgeon decided to have a more superior baseplate placement on the glenoid as a result for better bone quality. A threaded baseplate was suggested but declined as the surgeon wanted the smallest 22m size. On seeing post op x-rays a few days later, the surgeon decided that he had placed the construct too much superior. He had concerns about scapular notching in the future despite no immediate complications reported from a patient perspective.

Manufacturer narrative:
Batch review performed on 11 september 2025. Lot 2101211: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Analysis performed by r&d manager: the xray confirms that the baseplate was placed very superior in the glenoid vault resulting in an increased risk of scapular notching. The explants do not show any signs of damage or deviations from the expected implant conditions. No action is suggested. Clinical evaluation performed by clinical affaird department: revision surgery performed nine days after the primary procedure due to glenoid baseplate position. The postoperative x-ray shows that the glenoid baseplate was placed in a significantly superior position within the glenoid vault. This placement increased the risk of scapular notching and contributed to construct laxity, prompting the surgeon to proceed with early revision despite the absence of immediate patient-reported complications. According to report, during the initial procedure, the surgeon noted that the inferior glenoid bone appeared softer. In response, the baseplate was positioned more superiorly to engage better bone quality. Although a threaded baseplate was initially thought to be the preferred solution to enhance fixation in such conditions, the surgeon opted for the smallest available size (22 mm), prioritizing minimal implant footprint. This decision, combined with the superior placement, likely led to suboptimal soft tissue tension and increased biomechanical risk. Importantly, the explanted components showed no signs of damage or deviation from expected implant conditions. The integrity of the medacta system was preserved, and no mechanical defect was identified. These findings suggest that the issue was not implant-related but rather a result of intraoperative choices made to adapt to challenging anatomical and bone quality conditions. Conclusions: the issue may have related to the specific parameters of the initial surgery, but this cannot be confirmed. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.